Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2023 on a nasal swab. The first test generated a positive result while the second test generated a negative result. Repeat testing was performed on (B)(6) 2023 with the ID now covid-19 assay on a nasal swab and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1086227 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1086227 and test base part number 190-430 / lot 1086227. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086227 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086227 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text: single use: device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use: device discarded.

Event description:
The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2023 on a nasal swab. The first test generated a positive result while the second test generated a negative result. Repeat testing was performed on (B)(6) 2023 with the ID now covid-19 assay on a nasal swab and generated a negative result. The customer stated the patient asymptomatic. The customer confirmed there was no harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.